Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller states the power to the joystick is intermittently coming and going. The provider states he isn't sure if its the joystick or the cables and states he will go out to evaluate the chair and call back. Updated info: dealer stated that he corrected the issue with the joystick. He believed the malfunction was in the wiring or some internal joystick component. Stated that the end user did say that he had to be pushed from a store.